Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/ migration of essure: uterus') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included spotting vaginal and yeast infection. Concomitant products included levonorgestrel (mirena) and paracetamol (acetaminophen) since 2008. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (essure removal). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, menstrual disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff saw the doctor to discuss device removal. Discrepant information in date of insertion-on (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2007). Most recent follow-up information incorporated above includes: on 20-feb-2020: content from social media , reporter and surgery added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/ migration of essure: uterus') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included spotting vaginal and yeast infection. Concomitant products included levonorgestrel (mirena) and paracetamol (acetaminophen) since 2008. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device expulsion, pelvic pain, menstrual disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety and vitamin d deficiency outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: plaintiff saw the doctor to discuss device removal. Discrepant information in date of insertion-on (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2007). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "vitamin d deficiency" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/ migration of essure: uterus') in a 28-year-old female patient who had essure (batch no. 641434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included spotting vaginal and yeast infection. Concomitant products included levonorgestrel (mirena) in (B)(6) 2008 and paracetamol (acetaminophen) since 2008. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vitamin d deficiency ("vitamin d deficiency"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device expulsion, pelvic pain, menstrual disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety, vitamin d deficiency, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vitamin d deficiency to be related to essure. The reporter commented: plaintiff saw the doctor to discuss device removal. Discrepant information in date of insertion-on (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2007),(B)(6) 2008. Date(s) of insertion: (B)(6) 2009. Insertion details, specify - (B)(6) 2009 (per mr discrepancy noted). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/ migration of essure: uterus') in a 28-year-old female patient who had essure (batch no. 641434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included spotting vaginal and yeast infection. Concomitant products included levonorgestrel (mirena) in (B)(6) 2008 and paracetamol (acetaminophen) since 2008. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vitamin d deficiency ("vitamin d deficiency"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device expulsion, pelvic pain, menstrual disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety, vitamin d deficiency, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vitamin d deficiency to be related to essure. The reporter commented: plaintiff saw the doctor to discuss device removal. Discrepant information in date of insertion-on (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2007), (B)(6) 2008 date(s) of insertion: (B)(6) 2009 insertion details, specify - (B)(6) 2009 (per mr discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: medical record received. Lot number was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/ migration of essure: uterus') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included spotting vaginal and yeast infection. Concomitant products included levonorgestrel (mirena) and paracetamol (acetaminophen) since 2008. In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device expulsion, pelvic pain, menstrual disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff saw the doctor to discuss device removal. Discrepant information in date of insertion-on (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2007). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/ migration of essure: uterus') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included spotting vaginal and yeast infection. Concomitant products included levonorgestrel (mirena) in may 2008 and paracetamol (acetaminophen) since 2008. In february 2007, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vitamin d deficiency ("vitamin d deficiency"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device expulsion, pelvic pain, menstrual disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety, vitamin d deficiency, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vitamin d deficiency to be related to essure. The reporter commented: plaintiff saw the doctor to discuss device removal. Discrepant information in date of insertion-on may-2008, she implanted essure (previously reported as feb-2007),(B)(6) 2008 date(s) of insertion: (B)(6) 2009 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Reporter information added. Events: bladder/urinary problems added. On (B)(6) 2020: pfs and event date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.